Event description:
The following information was provided: the screw of the reamer handle was found missing. It was confirmed present after the procedure, suggesting loss occurred during cleaning or handling.